Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that patient was experiencing pain around the pocket site and was having frequent charging issues. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the database analysis showed normal values but also showed less than optimal charger-to-ipg coupling and the thermistor being triggered. Result was discussed with the patient. Re-educated the patient on proper charging techniques and he was able to fully charge ipg.

Event description:
A report was received that patient was experiencing pain around the pocket site and was having frequent charging issues. The patient will undergo a revision procedure wherein the ipg will be replaced.